Manufacturer narrative:
A getinge field service engineer (fse) reported that the reported issue indicated to a defective power supply. However, the iabp is no longer in service.

Event description:
It was reported that during check-in, the display of the cs100 intra-aortic balloon pump (iabp) went blank several times, then the iabp shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display went blank several times, then the iabp shutdown. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.